Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +06.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was reported as excessive vaulting and significant reduction of irido-corneal angles. The lens remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022 and replaced with a shorter lens. The problem was resolved. The vault is ok and normal pio. Claim # (B)(4).